Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported a left side crease, itching, and swelling. Patient later reported "leaking , "leaking silicone into lymph nodes", "started with a deformity", "left one started getting hard" and had "a big crease down the front". Patient noted there was no rupture (leak) or silicone in the lymph nodes. Patient reported capsular contracture, baker grade unknown. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 18/apr/2024.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, "shoulder pain", and "patient is unhappy with appearance of [their] breast". Healthcare professional also reported "neck pain" and "back pain", which are not device-related. Device was explanted and discarded after surgery. Capsulotomy and mastopexy were performed.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, "shoulder pain", and "patient is unhappy with appearance of [their] breast". Healthcare professional also reported "neck pain" and "back pain", which are not device-related. Device was explanted and discarded after surgery. Capsulotomy and mastopexy were performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Patient reported a left side crease, itching, and swelling. Patient later reported "leaking , "leaking silicone into lymph nodes", "started with a deformity", "left one started getting hard" and had "a big crease down the front".device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture, migration.